Event description:
It was observed via homemonitoring that the pacing impedance of the rv lead was too low. The lead revision is planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 8th of july 2023 and 7th of july 2024 recorded an initial stable pacing impedance of 400 ohms with drops to <200 ohms in may and at the end of the recording period. Furthermore, a stable shock impedance of 70 ohms was recorded. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.